Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 500 mcg/ml gablofen (baclofen) at 181.51 mcg/day. The reason for use was intractable spasticity and cerebral palsy. It was reported that the rep suspects a pocket fill occurred. The patient's reservoir was 0.1 ml because the patient has missed their refill appointment. The patient was then seen today (B)(6) 2018 for a refill. The nurse was filling the patient's pump and had the needle "hitting metal." As they were filling the pump, fluid "spit back" from the skin. The nurse then suspected a pocket fill and attempted to aspirate the reservoir. The nurse and physician were only able access the reservoir to aspirate 8 ml out of the reservoir, with a 20 ml pump. The rep stated there was a fluid buildup between the skin and the pump, and the physician confirmed this as well. It was also described that there was "a little bit of swelling on top of the pump." It was reviewed with the caller to consider monitoring the patient and to consider overdose. The rep was to follow up with the hcp. There were no symptoms reported. There were no further complications reported/anticipated. Additional information was received from the rep on (B)(6) 2018. It was reported that after a ¿textbook refill, fluid shot out of skin & a wheal appeared above the pump. Only 8 cc could be removed from pump after 20cc instilled. Fluid aspirated was yellowish.¿ environmental /external/patient factors that may have led or contributed to the issue were noted to be ¿patient had skinned up knee and mom said he fell off the bed.¿ it was also reported that ¿the pump is prominent with only minimal sq on top of pump. This was not a pocket full. It appeared to be a faulty port or needle that injured the port.¿ interventions/actions that were taken to resolve the issue included the patient being admitted to the ER for monitoring. It was unknown if the issue was resolved at the time of this report. No surgical intervention had occurred, and it was unknown if surgical intervention was planned. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated. Additional information was received from the rep on (B)(6) 2018.. The patient¿s pump was left empty after the last event. The rep stated, ¿we attempted to fill with 20cc preservative normal saline today (B)(6) 2018. And noticed the pump became puffy in appearance, like a football. The needle was seated well in the port (it is almost impossible to do a pocket full with this patient). When we aspirated to see how much we could get back out, we only got 15cc. The aspirated fluid was yellowish/pink, just like our refill on the first report. The swollen ¿football¿ appearance also disappeared. It is my impression that there is a crack communicating with the pocket. A pump replacement will be tomorrow.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Analysis of the pump found that there were no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Hospitalization was reported in addition to intervention. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the food and drug administration and a hcp. It was reported that after the first event (on (B)(6) 2018) the patient was brought to the emergency department for admittance into hospital for observation due to the medication in the subcutaneous tissue. The second attempt with preservative free saline occurred while at hospital and it was agreed to remove the pump and replace the pump at hospital. In regards to "faulty port or needle that injured the port," the hcp clarified there was no device issue, patient/therapy issue, or procedure issue. It had been resolved. In regards to "crack communicating with the pocket," the mother reported the child fell onto his abdomen, damaging the device. The cause of the missed refill was the parents did not bring the child in for the refill. The cause of the pocket fill was not determined. There were no further complications reported at this time.